Manufacturer narrative:
Evaluation summary: the reported condition of a pump that is under infusion was confirmed during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.

Event description:
The facility reported a pump that is under infusing. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.